Manufacturer narrative:
The phenom catheter was returned for evaluation with a flow diversion device. As received, the phenom catheter was observed to be separated into two segments (distal segment and proximal segment). On the distal segment of the phenom: the catheter tip and marker band was observed to be flattened. Braid exposure was observed at a section near the distal tip. Separation and tearing were observed approximately 28cm from the distal tip. On the proximal segment of the phenom: separation and tearing was observed approximately 128.5cm from the proximal end of the catheter hub. Accordion damage was observed at a section near the proximal end of the catheter hub. The flow diversion device pushwire was observed to be stuck within the proximal segment of the phenom catheter. The proximal segment was dissected to remove the pushwire. Based on the analysis findings, it appears that the complaints against the phenom catheter are in regards to resistance, catheter separation, and catheter damage. However, the circumstances under which the phenom catheter was used were not reported; the cause of the observed damage cannot be conclusively determined. All cathera products are made to specification and undergo 100% dimensional/visual final inspection. The damage observed suggest that excessive force was used (pushing and pulling). Per the phenom instructions for use, ¿never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ mdrs related to this event: 3012113714-2017-00004 2029214-2017-01114. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a returned phenom catheter and flow diversion device without any event information.

Manufacturer narrative:
Lot number - correction date manufacturer received - additional information. Type of report - additional information. Follow-up type - additional information. If information is provided in the future, a supplemental report will be issued.